Event description:
It was reported that the system had a fractured lead. No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).